Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd micro-fine¿+ pen needle was difficult to attach and the patient failed to get a full insulin dose. The patient went to the hospital for a consultation as a result, where the pharmacist found the non-patient end of the needle had broken off. The following information was provided by the initial reporter, translated from chinese: "on (B)(6) 2022, the patient was found to have failed in daily insulin injection and came to the hospital for consultation on (B)(6). The pharmacist checked and found that the internal needle of the injection pen was broken and not inserted into the injection pen." "Patient's operation was not right, medical staff had told the patient".